Event description:
It was reported that externalized conductors were observed during device change-out due to normal eri. Lead was capped. No other abnormalities were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.